Manufacturer narrative:
This device was explanted. Further information was requested regarding hcp information. This investigation will be updated when further information becomes available. Additional information was requested regarding health care professional (hcp) information and replacement. No further information is available at this time regarding the hcp information; however a replacement has been scheduled, and this investigation will be updated when further information becomes available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had high out of range system impedances. Since implant, impedances have ranged from 70-95 ohms. In (B)(6) 2024, the impedances increased to 100-140 ohms before becoming out of range between 130-400 ohms in march. Technical services (ts) suspects an electrode issue and recommended an electrode replacement; however, cause is not yet confirmed. This s-ICD system remains in-service at this time. No adverse patient effects were reported. Additional information was requested regarding health care professional (hcp) information and replacement. No further information is available at this time regarding the hcp information; however a replacement has been scheduled, and this investigation will be updated when further information becomes available. Additional information was received. This s-ICD system was explanted. No further information is available at time. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested regarding health care professional (hcp) information and replacement. No further information is available at this time regarding the hcp information; however a replacement has been scheduled, and this investigation will be updated when further information becomes available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had high out of range system impedances. Since implant, impedances have ranged from 70-95 ohms. In (B)(6) 2024, the impedances increased to 100-140 ohms before becoming out of range between 130-400 ohms in (B)(6) . Technical services (ts) suspects an electrode issue and recommended an electrode replacement; however cause is not yet confirmed. This s-ICD system remains in-service at this time. No adverse patient effects were reported. Additional information was requested regarding health care professional (hcp) information and replacement. No further information is available at this time regarding the hcp information; however a replacement has been scheduled, and this investigation will be updated when further information becomes available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had high out of range system impedances. Since implant, impedances have ranged from 70-95 ohms. In (B)(6) 2024, the impedances increased to 100-140 ohms before becoming out of range between 130-400 ohms in (B)(6) 2024. Technical services (ts) suspects an electrode issue and recommended an electrode replacement; however cause is not yet confirmed. This s-ICD system remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This device was explanted. This report is being submitted to provide hcp and explant details. Additional information was requested regarding health care professional (hcp) information and replacement. No further information is available at this time regarding the hcp information; however a replacement has been scheduled, and this investigation will be updated when further information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had high out of range system impedances. Since implant, impedances have ranged from 70-95 ohms. In january 2024, the impedances increased to 100-140 ohms before becoming out of range between 130-400 ohms in march. Technical services (ts) suspects an electrode issue and recommended an electrode replacement; however, cause is not yet confirmed. This s-ICD system remains in-service at this time. No adverse patient effects were reported. Additional information was requested regarding health care professional (hcp) information and replacement. No further information is available at this time regarding the hcp information; however a replacement has been scheduled, and this investigation will be updated when further information becomes available. Additional information was received. This s-ICD system was explanted. No further information is available at time. No additional adverse patient effects were reported.